Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the behavior described is the intended behavior of the software. Software is functioning as designed. Per (B)(4), "based on the information provided appeared to be related to hardware and not software." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that in the navigate task the main cart monitor went black. The camera cart monitor still displayed. Displayed video, so the site just switched to looking at that monitor to finish the procedure. The representative went to the site and reseated the power cable to the main cart monitor and it regained functionality. The verified that the cable was not twisted anywhere in the system and reseated the cable into the computer. There was no reported delay and no reported impact to patient outcome.